Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the insufflation unit exhibited the front panel light-emitting diode (led) lighting failed. There were no reports of patient involvement.

Manufacturer narrative:
Updated h3. Corrected h6 health effect-impact code. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be that the lighting failure is due to a failure of the front panel light-emitting diode. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.